Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) limit and creatine kinase-mb (ck-mb) results above the normal reference interval, for four patients involving access 2 immunoassay system. One patient's result was released out of the laboratory and questioned by the physician. The other three patients' results were not reported out of the laboratory. Additional sample testing at an alternate reference laboratory produced lower results within the normal reference interval for both assays. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter, inc. Customer technical service (cts) advised the customer not to use the unit. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and noted, 'globs' of serum in the incubator track and beside the wash tower. The fse performed preventive maintenance (pm), system check, and high sensitivity (hs) system check. All portions passed within published specifications. Quality control (qc) was performed and recovered within range. The unit conformed to the manufacturer's published performance specifications.